Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(6) displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message upon powering on was confirmed during functional testing and archive data review. The root cause of ua17 was due to a defective brake assembly of the drive train motor, likely due to a defective component. The reported complaint of autopulse platform displayed user advisory "(ua)02" (compression tracking error) error message upon powering on was confirmed during archive data review but not confirmed during functional testing. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. During visual inspection, a cracked front enclosure was observed on the returned autopulse platform. This type of physical damage was likely attributed to mishandling. The damaged enclosure needs to be replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch. This type of fault likely attributed to wear and tear. Deburring of the clutch plate needs to be performed to address this issue. The damaged enclosure and sticky clutch were not related to the reported complaint. During archive data review, multiple ua2 (compression tracking error) and ua17 (max motor on time exceeded during active operation) were observed. Thus, confirming the reported complaint. The customer declined the service repair and the platform was returned to the customer labeled as "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) and "(ua) 02" (compression tracking error) message. No patient involvement.